Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat severe degenerative mitral regurgitation (mr). A clip was inserted into the left atrium (la). However, while steering down to the valve, while applying m knob, the clip moved in an unintended direction. The device was removed and replaced with another to complete the procedure. Mr was reduced to mild/moderate.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported a mitraclip procedure was being performed to treat severe degenerative mitral regurgitation (mr). A clip was inserted into the left atrium (la). However, while steering down to the valve, while applying m knob, the clip moved in an unintended direction. The device was removed and replaced with another to complete the procedure. Mr was reduced to mild/moderate.